Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while on vacation, the customer was only using the pump for bolus delivery as the customer went swimming often. Reportedly, the contact thinks that the contact disconnected the customer's pump while a bolus was still being delivered. Tandem technical support educated the customer on pump features that indicate when a bolus is being delivered. Additionally, tandem technical support informed the customer that there was no way to determine how much insulin the customer had received if the pump was disconnected during a bolus. Reportedly, the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl) due to being on vacation. The contact confirmed a correction bolus had been delivered to address bg levels and acknowledged the information provided.